Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to connect to the server. The field service engineer (fse) reported that the customer experienced network issues with the station, which was on dynamic host transmission protocol. Upon reboot, the internet protocol (ip) and domain name system settings changed, preventing connection. The fse manually entered static ip settings, allowing the station to catch up on delayed messages, but the issue persisted after reboot. The customer scheduled meeting with the information technology. The fse remotely, assisted it via teams and the device was added to the medical device group managed by the noc, which stabilized the ip assignment and resolved the connectivity issue. After multiple reboots, the station remained connected, confirming the issue was permanently resolved. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was unable to connect to the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was unable to connect to the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.